Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming no delivery. During troubleshooting, customer was asked to perform a fixed prime of insulin. Customer states the insulin did exit. Next, customer was asked to manual prime of insulin. Customer states the insulin did not exit and experienced greater than normal resistance. Advised customer to change reservoir and set. Customer's blood glucose level was 525 mg/dl at time of reporting. Nothing further reported.